Event description:
The hosp reports that they put the sawblade in cutting guide, saw (making various cuts - all cuts around the bone) , remove cutting guide and see metal dust/shards in pt. Used gauze to remove as much dust/shards as possible and continued the procedure. To date the pt is reported to be fine. Exact date of surgery is unk, however procedure took place between 7 days in 2005 and was a primary surgery.

Manufacturer narrative:
This complaint is still under investigation.